Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, and broken belt clip slot.

Event description:
The customer reported via phone call that when she released the act button insulin stopped but she was unable to exit the preparing to prime loop. Her blood glucose level was 334 mg/dl. She was manually treating her blood glucose level. The customer did not receive a second series of beeps nor did the numbers appear on the screen when she held the act button. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.